Manufacturer narrative:
B3: corrected date of event d6b: added explant date d9: updated devices return information

Event description:
The complainant reported delivery issues while trying to implant an impella device via the right surgical axillary/subclavian artery for mechanical circulatory support. The doctor reported the graft locks were not operating as intended allowing some leakage of blood around the introducer. Hemoglobin was acceptable for the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information: post removal from impella 5.5, surgical team noted tissue like material on outlet. No issues during support with flow. No deficits post explant or additional care/treatment needed. Pump discarded in operating room.